Manufacturer narrative:
Product analysis: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the issue was caused by the patient exam not being to the correct protocol for the navigation system.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The caller indicated that the imported patient exam appeared "washed out." The caller was stepped through adjusting the brightness/contrast of the exam, but they were having difficulty adjusting them. The issue did not occur with any other exams on the system. There was no patient involved with this issue.